Manufacturer narrative:
The cited c700 device and the corresponding infinity acute care system (iacs) logs were provided. Log analysis did not identify any entries indicative of a malfunction. Device analysis could not reproduce the issue. In addition, tests were conducted on a known working iacs in an attempt to reproduce the issue. The reported symptom could not be verified therefore, no root cause could be determined. There are still visual alarms at the cockpit.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the c700 alarmed only visually but not acoustically-even though the audible alarm was set to 40%.